Event description:
Complaint received as follows: "complaint description: it was impossible to deflate the balloon in the pt. They cut the funnel and it was possible to deflate the balloon slowly. After deflating, they cut the balloon. No harm to pt".

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.